Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump did not command motor movement several times. Customer cannot recall blood glucose at the time of incident. Insulin pump was not able to do any charging. Troubleshoot was not performed. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit received with constant pump error 38 during rewind due to jammed motor gear box. Unable to perform functional test due to pump error . Unit also received with minor scratched lcd window and cracked retainer. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.